Event description:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records was not possible, as the product and lot codes were unavailable. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The report states: patient was revised to address pain. The doctor suspected that the metal-on-metal had something to do with it. There was evidence of synovitis, and the cup was found to be a little bit vertical. Doi: 2006 - dor (B)(6) 2009 (right side). Update - (B)(6) 2011 - litigation papers allege patient began to experience severe pain and discomfort in the site of his prosthetic hip. It is further alleged for the next several months, patients discomfort worsened and became extremely painful and debilitating, but x-rays filed to show loosening and there appeared to be no infection at the surgical site. Part numbers, lot numbers, and doi were identified in the litigation papers and added to complaint. Doi: (B)(6) 2006. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports of pain or loosening against the provided product and lot code combinations since their release to distribution. Additionally, research using the as400 system indicates that several other devices from the reported lots have been delivered and are considered successfully implanted as no other reports of loosening and associated pain have been received. Patient x-rays and additional patient information have not been provided to customer quality to date. This matter is in litigation. Follow-up activities are being performed by the depuy legal team. The investigation could not draw any conclusions regarding the reported event. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address pain. The doctor suspected that the metal-on-metal had something to do with it. There was evidence of synovitis, and the cup was found to be a little bit vertical.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Patient was revised to address pain. The doctor suspected that the metal-on-metal had something to do with it. There was evidence of synovitis, and the cup was found to be a little bit vertical. Update - 07/18/2011 - litigation papers allege patient began to experience severe pain and discomfort in the site of his prosthetic hip. It is further alleged for the next several months, patient's discomfort worsened and became extremely painful and debilitating, but x-rays failed to show loosening and there appeared to be no infection at the surgical site. Part numbers, lot numbers, and doi were identified in the litigation papers and added to complaint. Update: 11/12/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review update 24 apr 2018: com-022313 has been re-opened under pc-000 due to ppf and sticker sheets receipt. Ppf alleged metal wear/metallosis. Update lawyer and law firm. Doi: (B)(6) 2006, dor: mar. 24, 2009 (right hip).